Manufacturer narrative:
(B)(4). Associated products : item#: unknown; kne-unknown-tibial; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04165.

Event description:
It was reported that patient underwent right total knee arthroplasty two and half years ago. Subsequently, patient has limited range of motion, pain and swelling. Patient has underwent allergy testing and is allergic to nickel and needs the material composition of the devices implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided, as patient confirmed they were implanted with competitor devices, not zimmer biomet product.